Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a drg trial lead procedure on (B)(6) 2019, the physician was unable to implant the l4 lead. It was noted the physician was unable to enter the epidural space. As such, the procedure was abandoned. The patient had no adverse effects and the patient is doing well post-operatively.